Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit received with cracked case on display window corners, scratched lcd window, and cracked reservoir tube lip. Unit also received with unresponsive buttons due to corroded keypad traces.